Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Insulin pump was dropped and entirely damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display anomaly due to deformed or melted battery tube and cracked lcd controller on electrical board. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Device received with partially broken retainer ring. P-cap or reservoir will not lock properly due to partially broken retainer. Device received with missing keypad overlay and minor scratches on case.